Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was >8.0, >8.0, and 6.0 inr. The corresponding lab result reported was 4.6, 4.4, and 4.3 inr.